Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During an implant procedure, a high pacing impedance was noted on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.